Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total hip replacement surgical procedure, it was observed that the battery reamer device ran continuously when the trigger was released. There were no delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran continuously when the trigger was released, there was corrosion inside the unit (around the adjust-nut) and the trigger's locking nut was loose (not a 'sticky trigger'). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mechanical and electronic components from repeated sterilization and use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.